Manufacturer narrative:
(B)(4). Evaluation summary: the alleged device was returned and evaluated. Delivery accuracy tests were performed, the device was found to pass all accuracy tests. The pump history was downloaded and analyzed, the pump history indicates that the unit was operating properly. Evaluation of the pump found the device to meet or exceed all current manufacturer's specifications for performance and safety. As per direction received from the FDA on 12/09/1999, the manufacturer completes in it's entirety regardless if the user facility completes all or any, therefore, may contain corrected and/or additional data.

Event description:
(B)(4).